Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did either of the reloads fall into the patient? If yes, did retrieval alter the procedure in any way? Please explain. The reloads did not fall into the patient and there were no patient consequences.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device would not hold the reload. The reload would not stay clipped in the device, kept falling off. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n53a58. The analysis results found that the atw35 device was received in good visual condition and with a tr35w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.